Event description:
The customer called with a complaint that the meter does not show the correct display. During the trouble shooting process, it was learned that several segments were missing in the tens position and all of the segments were missing in the units position. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided. The customer has been invited to contact the 24/7 customer service line should any problems or questiions arise.